Manufacturer narrative:
Photographs and the smart card were provided by the customer for evaluation. The complaint kit was not returned. Review of the customer provided photographs verified the pressure dome leak, as there is a blood visible on the membrane of the pressure dome. The customer reported the pressure dome leak was identified during removal of the kit, after the treatment had been completed. Review of the smart card data verified the ecp treatment was completed after 1552 ml of whole blood had been processed. A material trace of the pressure dome housing assembly and its components used to build lot m154 did not find any non-conformances. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The reported pressure dome leak is verified based on the photographs provided; however, a root cause for the leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4), on (B)(6) 2024.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m154 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m154 shows no trends. Trends were reviewed for complaint category, pressure dome leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit, smart card and photographs is still in process. A final report will be filed when the analysis is complete. (B)(4). (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a pressure dome leak with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a leak at the pressure dome after the treatment was successfully completed. The customer was unloading the kit at the time the leak was observed, and the patient had already been disconnected. There was no report of patient harm associated with this event. The customer will return the kit, smart card, and photographs for investigation.